Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead perforated the heart after implant. Re-positioning at different positions in rv was resulting in poor sensing or a decrease in r-wave and high lead impedance. During the procedure, patient was not feeling well due to pericardial effusion. Pericardiocentesis was performed. Finally, the lead was repositioned with acceptable electrical parameters. Patient was in ICU in good condition after the procedure and will be discharged once the drain is removed.